Manufacturer narrative:
The complained screws were returned for investigation. Nevertheless, a confirmation of the reported event is not applicable since not enough information were provided. The visual inspections of the screws showed significant marks of usage on the screw heads as well on the threads. However, the measured dimensions of the returned screws conform to specification except for one minor deviation most likely due to a deformation of the screw head. With respect to the complained plates it could be determined that the complained screws were only appropriate for three of the four returned plates since the diameters of the screws and the plate holes have to be corresponding. The complained 1.7 mm screws were not intended to be used with the complained plate # (B)(4) that is characterized by 1.2 mm hole diameter. This discrepancy could have led to an unsufficient fixation of the screws and plates. Regarding the all other matching interfaces between the 1.7 mm screws and the returned plates with appropriate 1.7 mm screw holes a possible root cause of the fixation issue can not be further specified.

Event description:
It was reported that 1.7mm screws could not be fixated to the patient, as the screws would back out of the bone, during the procedure.